Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Device interrogation revealed multiple nonsustained lead noise episodes and vt/vf episodes. The lead was explanted and replaced during open heart surgery for valve replacement.